Event description:
The customer tested her blood glucose and rec'd a reading of 45 mg/dl. She retested using an advance microdraw meter and rec'd a reading of 310 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Troubleshooting of the system to be operating as designed. The customer was satisfied, and no product will be returned.